Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a transvenous system, due to frequent delivery of inappropriate therapies. The vector configuration was changed numerous times without successfully ending this issue. This s-ICD is not expected to be returned for analysis and no additional adverse patient effects were reported.